Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No hardware low level failures error are found in the formatted history files. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error recur after performing self-test. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin flow blocked alarm and customer was reporting a past event. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.